Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that approximately one month post implant, during a follow-up visit, the right ventricular (rv) lead exhibited low sensing and a high capture threshold. The physician attempted to reposition the rv lead, but was unable to find a suitable position. It was observed that the stylet was unable to be fully inserted into the lead, which made repositioning more difficult. The physician eventually elected to explant and replace the rv lead to resolve the event and the patient was stable with no additional adverse consequences.